Event description:
A user facility biomedical technician (biomed) reported to fresenius that thermal damage was identified on the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. During initial follow-up the biomed stated that thermal damage was found on the stage 1 switch/breaker. The switch and wiring from switch to motor relay were replaced to resolve the thermal damage. In additional follow-up the biomed described the mps as burned and blackened. No observed burning smell, smoke, spark, flame, or arcing were reported. A blown fuse was identified in the local power supply supplied with 20-amp fuses. It was confirmed the ro system is plugged into its own breaker. The thermal overload relay did not trip. There were no local power grid issues on or around the reported event date. The fuse was also replaced. The ro system has been returned to service. There was no patient involvement nor personal harm to any individual as a result of the reported issue. The sample and machine files were reported to be available for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the reported issue is confirmed based on the information provided by the customer. The thermal damage was most likely caused by the bad electrical contacting between the cable lugs and the contact pins of the motor protection switch. The poor contact pressure results in a too high contact resistance at the bad contacted point/s and a high thermal power loss, which is noted as thermal damage at the concerned components. The failure pattern is known. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. It is recommended to replace all connected wires at the motor protection switches in stage 1 and 2 with a new and improved design.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that thermal damage was identified on the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. During initial follow-up the biomed stated that thermal damage was found on the stage 1 switch/breaker. The switch and wiring from switch to motor relay were replaced to resolve the thermal damage. In additional follow-up the biomed described the mps as burned and blackened. No observed burning smell, smoke, spark, flame, or arcing were reported. A blown fuse was identified in the local power supply supplied with 20-amp fuses. It was confirmed the ro system is plugged into its own breaker. The thermal overload relay did not trip. There were no local power grid issues on or around the reported event date. The fuse was also replaced. The ro system has been returned to service. There was no patient involvement nor personal harm to any individual as a result of the reported issue. The sample and machine files were reported to be available for evaluation by the manufactuer.